Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage occlusion (laao) procedure, a perforation, pericardial effusion and tamponade occurred. The transseptal puncture was performed; however it was observed after that the versacross rf wire was in the aorta. When checked for effusion, it was present. Physician then performed pericardiocentesis and pulled 400 cc units of blood. Additional surgery consultation was requested to pull the versacross rf wire out, however the effusion came back. Procedure was cancelled and physician then performed cardiac surgery to treat effusion. The hole was patched and appendage was clipped. The patient was admitted to hospital beyond standard of care, it was discarded (date unknown) and expected to fully recover. The device is not expected to be returned for analysis. No other issues were noted. Patient had a very dilated aorta and floppy septum. The transseptal puncture was completed prior to perforation that led to pericardial effusion. It is believed that the dilated aorta tissue connecting to the left atrium was "stretched out and very friable" against the wire causing the perforation. Act was not documented.